Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and anastomotic cephalic vein. Following the insertion of a non-bsc guide wire, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced and used to dilate the target lesion. However, both the guide wire and the balloon catheter got bent and were stuck to each other. The physician then exchanged the devices with a non-bsc guide wire and balloon catheter to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no other devices. There were numerous shaft kinks. The inner diameter (ID) of the catheter was measured at exit notch and distal tip which is within specifications. The distal tip was damaged. The guidewire used in the procedure was not received with this device. A .018¿ thruway guidewire was used for functional testing. The outer diameter (od) of the thruway guidewire was measured. Functional testing was performed by loading the guidewire into the tip and hub of the device. The guidewire was advanced through the lumen with no resistance encountered. The reported difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and anastomotic cephalic vein. Following the insertion of a non-bsc guide wire, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced and used to dilate the target lesion. However, both the guide wire and the balloon catheter got bent and were stuck to each other. The physician then exchanged the devices with a non-bsc guide wire and balloon catheter to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).